Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the left side and with unknown size unknown gel implant on the right side and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the left side device was explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced some bilateral wound issues on both breasts in addition to left capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right side device. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the left side and with unknown size unknown gel implant on the right side and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the left side device was explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced some bilateral wound issues on both breasts in addition to left capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right side device. This medwatch report is for the patient¿s right-sided device.